Event description:
On july 20, 2022, fujifilm healthcare americas corporation became aware of an event involving jazz biopsy valve. During a diagnostic procedure, part of the valve was found in the patient's stomach after the forceps were introduced through the valve. The part was retrieved from the patient, and the procedure was completed successfully. There is no death reported with this event.